Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and returned 0 volts. A pairing test could not be performed. There was no data log available to review. The reported event of loss of connection was not confirmed. A root cause could not be determined.